Event description:
The pt received his spinal cord stimulation (scs) system consisting of an ipg and paddle lead on (B) (6) 2009. It was reported by the pt on (B) (6) 2009 that the device had worked well for approx 4 weeks and then started causing additional pain in his legs. The pt later developed back pain that the implanted paddle lead was not positioned to cover. It was reported that the pt needed an MRI and the system would therefore need to be removed. The pt's scs system was explanted around (B) (6) 2009. No explanted devices were returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.